Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt has had their old stimulators replaced since one battery went bad 2 years after implant date and would not charge. Pt then had the other 97714 replaced because it would be easier for the patient.